Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2,h3,h4,h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error, ultra sound probe surface was chipped, missing glue at forceps raiser cover, lens missing glue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrovideoscope did not display an ultrasound image when plugging and connecting the cable from the light source to scope. The issue was observed during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.